Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2020 the user has been hospitalized due to cracking pain on both sides of the head. On (B)(6) 2020 the user returned to the hospital again due to headache. The user was re-implanted on the left side on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced pain and tinnitus, which increased whilst using the audio processor. Reportedly the electrode array partially migrated out of cochlea, which most likely contributed to the observed symptoms. This is a final report.

Event description:
On (B)(6)2020 the user has been hospitalized due to cracking pain on both sides of the head. On (B)(6)2020 the user returned to the hospital again due to headache. The user was re-implanted on the left side on (B)(6)2020.